Manufacturer narrative:
Failure analysis investigation of the returned instrument found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. No other damage was found. The damage to the instrument found during failure analysis investigation does not constitute a reportable event; however, the damage to the main tube with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the fenestrated bipolar instrument from the hospital in a damaged condition. No information concerning the defect(s) was provided to isi. Additional information was requested, but no additional information was received.